Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. It was reported via social media at an unspecified time point the patient had a stroke. A year after the closure device was implanted, it was reported that the patient has a large clot laying on top of the closure device. The patient spent five (5) days in the hospital in an attempt to have it dissolved. The patient was placed on anticoagulation medication and has weekly blood checks. No further information was reported.